Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient experienced hypotony because the valved trocars leaked during a procedure. The surgeon manually managed the leakage and the procedure was completed with no injury or harm to the patient. No additional information is expected.

Manufacturer narrative:
Three opened trocar assemblies were received in a tray along with other items for the report of leaking. The returned samples were visually inspected. One sample was found non-conforming with a cut in the septum and two samples were non-conforming with open valves. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 5 additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. Investigations have been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).